Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke is a known adverse event listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after the xact stent was deployed in the left internal carotid artery, the patient experienced a stroke with aphasia and right hand weakness. The patient was given an integrillin bolus. Although the patient's condition has improved, the patient continued to have some difficulty with word finding when he was discharged home two days later. There was no additional information provided.